Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrectomy on a system did not work. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating the event occurred during surgery. The case was aborted. The patient needed a second surgery to complete the case. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer refused onsite maintenance because it would not accept the cost. However, the hospital confirmed that using a different vitrectomy handpiece address the reported event. No problems were found with the system. The system was manufactured on (B)(6) 2012. Based on qa assessment, the product met specifications at the time of release. No problems were found with the system. Although it was determine that the handpiece was nonconforming, how or when the handpiece became nonconforming remains inconclusive. The manufacturer internal reference number is: (B)(4).